Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced low blood glucose event on (B)(6) 2024. The patient was hospitalized for low blood glucose event on (B)(6) 2024 and the length of hospitalization was less than 24 hours. The blood glucose level at the time of event was 23 mg/dl and the patient was treated with glucagon intravenous drip. No further information available.